Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. (B)(4) the proximal segament of the lead was returned and analyzed. No anomalies were found. It was noted the outer insulation had cosmetic depression and visual analysis was performed only.

Event description:
It was reported the patient fainted at home and was found in asystole. Resuscitation efforts were done including external defibrillation due to patient being in ventricular tachycardia. The patient returned to normal sinus rhythm, but was in a coma. The patient subsequently died. The cause of death was requested but not received. No further information will be available. It was also reported a device manual dump test was performed while the patient was in a coma in the intensive care unit. The patient had a ventricular tachycardia episode with rr intervals of 500ms. Episodes on the device did not register any ventricular tachycardia episodes lasting longer then two seconds. The patient died five days after being in a coma in the intensive care unit. There is no allegation from a health care professional that the death was device and/or lead related.